Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pacing impedance measurements greater than 2,000 ohms. An invasive revision procedure was performed and the rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.